Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.

Event description:
Dr. (B)(6) implanted an aps in a patient (B)(6) 2011 into a female patient. Patient did fine, but at a follow-up visit earlier this year he could not access the port, and determined that the port had flipped. On (B)(6) 2020 he removed the flipped "standard' port and implanted a rapid port ez. At the first follow-up visit he was not able to fill the band. When he injected saline, it went in without resistance and he was not able to withdraw any fluid. He injected a contrast liquid (omnipaque) and took an x-ray of the port. He said he saw contrast coming out of the junction of the round port housing and the tapered tubing connection. He did not take a picture of the x-ray exam. He wanted to know if he might have contributed to the apparent breakage with how he placed the port. He described placing the port right were the prior port had been, with the port tubing entering the abdomen very close to the port; an inch or two at most. So, the "armadillo" needle guard feature of the rapid port ez was placed with it bending downward into the abdomen. I told him this may have contributed, but the apparent breakage was discovered within weeks of placing the port. Unknown what else might have contributed or if the placement was responsible in isolation. I described an "ideal" port placement with the port several inches from the tubing entry into the abdomen to prevent bending of the tapered section. He has ordered another rapid port ez and is going to operate this coming monday ((B)(6) 2020). He asked me to attend via (B)(6) to observe his technique.